Event description:
It was reported that increased capture threshold and decreased sensing were detected on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of high capture threshold and low sensing were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.